Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had experienced a high blood glucose level and no delivery alarm. The customer's blood glucose level at the time of the incident was 548 mg/dl and current blood glucose level was 120 mg/dl. The customer was treated with an injection. The customer stated her sons pump was not delivering insulin and also received no delivery alarm during. The customer declined to troubleshoot of high blood glucose. The product will not be returned for analysis.